Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that they thought they messed something up by changing the stimulation settings with the patient programmer (pp). They had a loss of therapeutic effect and a return of leaking symptoms. They were using program 3 at 6.0 v, but was not feeling stimulation. They had never felt stimulation on program 4, and program 1 never helped them much. They increased program 3 to 6.5 v, but still didn't feel stimulation. After changing to program 2 at 6.35 v, they still were not feeling stimulation. They were going to follow-up with a healthcare professional (hcp) regarding the loss of therapeutic effect and stimulation and the return of leaking symptoms. This started on (B)(6) 2017. On 2017-02-13, it was reported that they felt the device was not working. They contacted a manufacturer representative (rep), who recommended they go to the doctor's office to discuss the situation and do an x-ray to see if the wire had come out. They were waiting for the doctor to come back to their area.